Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Troubleshooting for high blood glucose was performed. Customer was very sick and vomited continuously. Customer advised the insulin pump broke and they gave themselves manual injections. Customer went to the hospital as a result of high blood glucose and the device not working properly.